Manufacturer narrative:
A bci field service engineer (fse) was dispatched on (B)(4) 2011 and ordered the needle cartridge for the customer to install. The following day the promary mode sample needle was removed and replaced. The controls and system are now operating within specifications. As per product labeling, bci urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that a bloody leak was noted underneath the blood sampling valve, source unknown, of the coulter hmx autoloader analyzer. The operator was wearing personal protective equipment (ppe), including lab coat, gloves and eye protection. The operator did not seek medical treatment and there was no report of exposure to mucous membranes or open wounds. Patient treatment was not affected in association with this event.